Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during patient treatment head error occurred. (B)(4).

Manufacturer narrative:
Field safety engineer has been sent for investigation: the problem was not in the equipment. The mistake has appeared from behind the belts established at (B)(4) service. We have repeatedly replaced belts, the problem has disappeared. Thus the failure could be confirmed. Most possible root cause could be determined as bad belts. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).